Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; a "no disposable" alarm occurred. Examination showed the micro switch area had sustained damage so the disposable was not being detected. The cause of the issue was determined to be user damage.

Event description:
It was reported the device was giving alarms. Issue was identified during maintenance testing with no patient involved.